Manufacturer narrative:
The devices have not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up for the devices¿ return. Complaint # (B)(4).

Event description:
It was reported that 2 devices of this batch have fluid visible between the tray and tray cover with no sign of fluid contamination from the outside. The packaging is reported to be intact. This was reported by a distributor in (B)(6). There were no products shipped to the end user therefore there was no patient involvement. This MDR is for 2 of 2 of the devices.

Manufacturer narrative:
No decon is being performed for this product since the product packaging is intact and it was returned directly from the distributor. It has not been exposed to any clinical or known biohazardous conditions. A visual inspection of the returned product determined that the 2 device were returned for evaluation. The evaluation consisted of a visual inspection which did not confirm the presence of fluid or foreign matter inside the packaging of either of the returned devices. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Based on the results of the evaluation of the returned devices, we are unable to confirm the reported event. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4) record # (B)(4).

Event description:
It was reported that 2 devices of this batch have fluid visible between the tray and tray cover with no sign of fluid contamination from the outside. The packaging is reported to be intact. This was reported by a distributor in (B)(6). There were no products shipped to the end user therefore there was no patient involvement. This MDR is for 2 of 2 of the devices.